Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f10011, h11e15046 and h11e23016 and no exceptions were observed that were related to the reported condition. The problem was confirmed and the cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Upon further investigation it has been determined that the cassette is no longer a suspect product of this event. Further investigation pertaining to this case of peritonitis can be found in report 1423500-2011-12722 against the transfer set. No further investigation will be performed in this complaint.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse in the USA of touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for automated peritoneal dialysis (apd). During a call with baxter customer service, the following was reported. On an unreported date the patient experienced touch contamination. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. The cause of the peritonitis was contamination of the end of the transfer set. On (B)(6) 2011, the patient was discharged. The patient was recovering from the peritonitis. The outcome for touch contamination was not reported. Dianeal therapy was ongoing. The nurse reported the event of peritonitis was not related to dianeal therapy but did not comment on the event of touch contamination.